Event description:
The detector fell into user mode. The customer had just completed a total body study and sent the camera to the home position. The pt was removed from the system. In preparation for the next exam, the hosp tech preprogrammed the motions and requested a "cardiac 90" detector setup from the menu. The tech turned her back and heard a load crashing noise. The detectors had slipped, contacting each other with force. The event occurred during programmed motion of the detectors. The operator's manual states that the pt should not be on the table during programmed motion of the detectors. There were no injuries to users, pts, or other personnel.